Event description:
During a target lesion revascularization procedure, one in.pact admiral paclitaxel eluting balloon catheter was used in the left sfa. Two months later another target lesion revascularization was carried out using 4 in.pact admiral paclitaxel eluting balloon catheters in the right sfa. Approx 10 months later the patient suffered from claudication. Ultrasound indicated high grade stenosis of the proximal right sfa adductor canal. Both limbs were treated with a target lesion revascularization where pta was carried out. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.